Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump turned off after the customer got into the water and is not turning on again. Customer reported they changed the battery but insulin pump did not restart. Customer reports that o ring is not free of debris. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.